Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports their controller failed to turn on after being charged. The patient reports they had been vomiting. Once at the hospital the patient was treated with intravenous fluids as well as insulin and pain medication. The patient was prescribed an insulin pump as well as zofran and compazine. The patient was discharged from the hospital after 4 days. The patient will be using manual insulin until they receive a replacement controller.